Event description:
Customer's mother reported no delivery alarms on her daughter's insulin pump. The mother stated she had changed the infusion set and battery, but the alarm persists. The mother was also unsure whether the alarm occurred during a bolus or during priming. Troubleshooting found insulin was not able to exit during a fixed prime and the insulin pump alarmed no delivery. Daughter's blood glucose was unknown. The mother was then disconnected from the call. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).